Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. Reportedly, the system was pulled out due to infection inside the dialysis port. No adverse patient effects were reported. The s-ICD was explanted.